Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted due to dislodgement. The physician tried implanting another rv lead however, it kept dislodging as well. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.